Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump. She stated she jumped in the pool with her insulin pump for about five to ten minutes this morning. The device just alarmed button error about twenty minutes ago. The alarm cannot be cleared. Replacing the battery did not resolve the issue. Customer's blood glucose is 133 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.